Event description:
It was reported that intermittently while charging the pump battery, the pump shut off unexpectedly. Customer removed the pump from the power supply and after battery was plugged back into power source, battery began to charge. Pump history showed low power alerts/alarm were received prior to pump shutting off. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.